Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), oversensing, double counting of wide complex, and high rate non-sustained episodes. It was also reported that the patient had died on the same day. It is unknown if the lia triggered before or after the patient's death. The lead was not suspected in contributing to the patient's death and the system was determined to be operating as programmed. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.